Event description:
It was reported that, "while at a surgical training lab, the surgeon was using the left direct anterior rasp handle on a cadaver and the spring on the handle broke during the training exercise. No patient was involved."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.